Manufacturer narrative:
Brand name ; product ID 9735821 (lot: -); product type: 2543-mnav - system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up the system for a cadaver lab, the camera booted up into localizer faulted. The network device interface (ndi) toolbox indicated that the issue was an erroneous bump. No patient was present. The probable cause of the issue was suspected to be the camera.

Manufacturer narrative:
Concomitant medical products:.other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6). H2-3: the positioning sensor unit (psu) was returned to the manufacturer for evaluation. After functional testing, visual/physical examination and proceduralized device testing, the reported issue was confirmed. The results of the analysis concluded, that the returned psu had nicks and scratches on the housing and lenses. A check of the event log showed, intermittent firmware incompatibility. The storage temperature had exceeded the low limit. There was also a battery voltage low message along with bump detected and storage temperature exceeded. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field. And it was determined, the camera needed replacement. The camera was replaced and the system then performed as intended. Previously reported codes, b01 and d02 are applicable. As well as, newly reported code c08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.